Event description:
The clinician reports the implant was inserted (B)(6) 2018 in fdi 25. Details of surgery: primary stability not achieved, sinus perforation and immediate extraction site. On (B)(6) 2019, non-osseointegration was verified. Patient presented with bone type IV, fair oral hygiene and bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.